Event description:
Customer reported a pca channel lost connection without alarming, causing an underinfusion. The system had been on the patient for approximately 20 days; the pc unit had a pca module on one side infusing sedative midazolam (versed), and 2 pump modules (lvps) on the opposite side. The nurse found the patient awake and noted the pca had shut off but the pc unit and lvps were still on and functioning. He hit / tapped the pca and it came back on. He went away to meet with the family and when he came back saw the pca was off again, and like the first time, it came back on when he hit the module. All other modules were working ok. The pc unit and pca were sequestered but the lvps were put back in circulation. The biomed noted a small bit of corrosion on the pcu iui and changed it out. He was not able to replicate the issue either before or after changing the iui. The module latch looked ok but there was a small crack on the bottom of the pca at the release latch area. There was no patient harm or medical intervention. No additional information was available.

Manufacturer narrative:
(B)(4). Device has been received. Investigation is not complete. A follow up report will be submitted with the investigation findings.